Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing and inappropriate therapy were observed. X-ray revealed dislodgement. Lead was ex- planted and replaced.